Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation which was resolved with reprogramming. High impedances were noted on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted lead was discarded.